Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was lifted. The procedure was completed with another 3.0 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage; struts lifted and distorted in distal direction. The distal end od (outer diameter) was measured using snap gauge. The od measurement is within the max stent profile specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent was lifted. The procedure was completed with another 3.0 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.